Event description:
It was reported possible thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Femoral access was obtained, and transeptal puncture (tsp) was completed. A contrast image was taken. The pigtail was advanced and was sheath was moved slightly deeper into appendage. A second contrast image was taken. The physician selected and prepped the wds. The wds was inserted into was sheath and upon coming up before snapping both was sheath and wds together, a clot or possibly tissue was floating in the laa and on the mitral annulus. Physician stopped advancing. Heparin had been given prior to tsp (activated clotting time was 325 seconds). Transesophageal echocardiography (tee) imager thought that the was sheath may have gone through the appendage tissue while coming up with the wds. The physician continued to hold was sheath in place and looked for distal end under imaging. The physician then decided to give a small puff of contrast through the side port of the device to confirm appendage borders. No extravasation was noted. The was sheath was pulled back slightly at this time and another contrast shot was taken which was within normal limits (wnl). Patient hemodynamics were stable. The distal end of the was sheath was then found on tee, and floating clot or tissue was no longer visible. The physician decided that it was potentially an endocardial dissection that essentially sealed on its own, but unable to confirm. The closure device was deployed one time and released. The procedure was completed successfully with no patient complications.